Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system key was not returned to cabinet. A technical support specialist confirmed that the key item needed to be cycle counted back into the cabinet. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the key was not returned to the cabinet. When the customer attempted to pull ativan, the system indicated that the key had not been returned to the cabinet. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.